Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and exchange due to concern with textured product. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported seroma and exchange due to concern with textured product for an unspecified side. Device remains implanted.

Manufacturer narrative:
G.3 in initial emdr-00982 was inadvertently left blank, the correct date for g.3 in emdr-00982 is 04/may/2021.

Event description:
Healthcare professional reported left side seroma. The device was explanted and replaced.